Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. An xtw clip was successfully implanted in the lateral position. A second xtw clip (20628r127) was implanted medial to the first clip, but detached from the posterior leaflet after deployment (single leaflet device attachment (slda)). It was noted that visualization was difficult due to the patient's anatomy. In addition, the physician believes the slda was due to patient anatomy and poor imaging. A third xt clip was implanted to stabilize the slda and further reduce mr. The procedure was completed with a final mr grade of 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported poor image resolution was due to challenging anatomy. The reported incomplete coaptation associated with the single leaflet device attachment (slda) was due to challenging anatomy in conjunction with poor imaging. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.